Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was defective and came apart during use, causing saline to leak onto the floor. The following information was provided by the initial reporter: "the IV pump started beeping and the rn checked the tubing, as displayed on screen/ display of IV pump. When she opened the pump to check the tubing, the tubing came apart and saline was spilled to the floor. IV tubing was replaced by a similar one and no further incident was reported until patient was discharged."

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of IV coming apart could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 22065099 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was defective and came apart during use, causing saline to leak onto the floor. The following information was provided by the initial reporter: "the IV pump started beeping and the rn checked the tubing, as displayed on screen/ display of IV pump. When she opened the pump to check the tubing, the tubing came apart and saline was spilled to the floor. IV tubing was replaced by a similar one and no further incident was reported until patient was discharged."